Event description:
It was reported that a patient with an artificial urinary sphincter (aus) felt a pop prior to the device not functioning. A computed tomography scan was performed, revealing no fluid in the system. A hole was suspected to be the cause for the fluid leak. A surgical procedure was performed in which the existing aus was removed and replaced. There were no patient complications related to the event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.